Manufacturer narrative:
(B)(4)- device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did not confirm the no flow condition. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No root cause was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4). Received a report that one (1) infusor stopped delivery during the patient use at the hospital. No priming attempted. There was patient involvement but no patient injury and medical intervention. The device was filled with ropivacaine hydrochloride hydrate and fentanyl citrate the actual sample is available. No additional information.